Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo lesion in the right coronary artery (rca) with moderate calcification and moderate tortuosity. After implantation of an unspecified stent a perforation was noted distal to the stent. Therefore, a 2.8 x 26 mm graftmaster stent was attempted to be advanced; however, graftmaster device failed to cross due to the anatomy. Another graftmaster stent was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.